Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has been referred for explant. The patient stated the device hurts and believes it is damaging her nerve and wants the device removed. The device has been turned off since (B)(6) 2024. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
Additional information was received from the physician. The physician stated the cause of the patient's pain is unknown as the device is currently disabled. The referral for explant was stated to be for patient comfort only. The physician noted the patient's device is currently set to 0ma however no diagnostic information was provided. No other relevant information has been received to date.

Manufacturer narrative:
B6a, if implanted, give date, corrected data: initial report inadvertently did not include the date the device was implanted. H4 device manufacture date, corrected data: initial report inadvertently did not include the device manufacture date.